Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not confirmed or duplicated. The facility biomed will continue to monitor the system. No conclusion can be drawn at this time.